Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called, reporting they would periodically get a blank screen and also, after inserting a strip, they would receive error 3 messages on their unlocked freestyle meter. Based on this information, it appears the meter is exhibiting the memory overwrite malfunction.